Event description:
It was reported that right atrial and left ventricular leads had high/unstable/unmeasurable thresholds. Both leads were capped and replaced. Another left ventricular lead was attempted to be implanted, but was not used because it pulled back during slitting (dislodged) and was not in a stable position. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found; full lead was returned and analyzed. Blood/body fluid in/on the distal conductor.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
Asku